Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error while the customer was lifting something. The customer did not know the blood glucose reading at the time of the call, but he stated that 20 minutes prior, the blood glucose reading was 180 mg/dl. He also noted that it had been raining prior to the alarm, stating that he was not really standing in the rain. He observed that the esc button did not have a "spring" to it after the button error alarmed. Advised replacement of the insulin pump. Nothing further reported.